Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric bypass procedure, the device was difficult to unload, the staple line was incomplete at the distal end, and the jaws locked on the tissue. There was unanticipated tissue loss due to the product problem and the incision was extended but not more than 1 inch. The devices are expected to be returned for evaluation.